Event description:
Customer reported: ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): 2024-07-05 incident details: client seen in well child clinic. I attached syringe (ref sn2510, lot 07108039) to tdap-ipv. No problems noted with needle at that time. I immunized the client in the left arm. Nothing abnormal happened during immunization. I did not hit the bone. There was no problems injecting. No leaking around needle. But when I pulled out the needle from client's arm, it was bent where the metal needle attaches to the plastic hub. Impact of incident: no harm to client.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 07/26/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.